Manufacturer narrative:
Evaluation codes, results: unapproved use of device (devise is intended for use in the biliary tree). Inherent risk of procedure (stent dislodgement). Conclusions: device failure related to user handling (unapproved use of device, device is indicated for use in the biliary tree).

Event description:
A 4mm diameter x 12mm length racer biliary stent system was inserted into a pt for the treatment of a renal lesion. Vessel morphology is unk. It was reported that the physician was unable to cross the lesion. Upon withdrawal of the stent delivery system in to the guide catheter the stent hit the edge of the guide catheter and was stripped off the balloon. The stent was successfully snared from the pt. The stent and delivery system were discarded by the user facility. The physician used another racer stent to complete the case successfully. No add'l clinical sequelae were reported and the pt is fine.